Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Does the surgeon believe that any ethicon vicryl suture was the cause of wound dehiscence and infection events reported in the series of patients described in the article? What is the surgeon opinion of the contributing factors to the wound dehiscence? What is the surgeon opinion of the contributing factors to the infection? To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported in a journal article that a patient underwent either a modified limberg flap transposition or a lateral advancement flap transposition with burow's triangle in the treatment of pilonidal sinus disease in 2013 and suture was used on the subcutaneous tissue. The skin was closed with a skin stapler. The patient may have experienced a wound dehiscence, a surgical site infection with antibiotic treatment or may have experienced a recurrence and underwent a second procedure. Additional information has been requested.